Event description:
It was reported that flow issues occurred during use with a bd¿ nexiva diffusics. The following information was provided by the initial reporter, "the speed of injection on mr examination was automatically reduced by the injector because of high counterpressure. The injection was stopped because of higher pressure than 325 psi. The clamp was open, but the albow was a bit bent. The customer only has the batch no for the pink nexiva diffusics, but the same thing had happened with 3 blue nexiva diffusics. (No lot.)

Manufacturer narrative:
Investigation: a device history record review was completed by our quality engineer team for provided lot number 9056990. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that flow issues occurred during use with a bd¿ nexiva diffusics. The following information was provided by the initial reporter, "the speed of injection on mr examination was automatically reduced by the injector because of high counterpressure. The injection was stopped because of higher pressure than 325 psi. The clamp was open, but the albow was a bit bent. The customer only has the batch no for the pink nexiva diffusics, but the same thing had happened with 3 blue nexiva diffusics. (No lot.)